Event description:
It was reported that the patient was having magnetic resonance imaging (MRI) due to headaches, hallucinations, moodiness and sleepiness. The symptoms came on suddenly approximately 4 months ago, and had no relation to the ¿insertions or pump refills¿ per the reporter. Additional information received reported that the patient was well, without concerns on (B)(6) 2015. A pump refill was successful, with no problems reported on the pump log. The healthcare provider (hcp) was unaware of any events, and the cause of the event was unknown. The pump system was being used to infuse lioresal. No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had one frank seizure.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).